Manufacturer narrative:
The instrument was received and evaluated. Engineering found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observations not reported but the customer were: broken conductor wire; bent grips; pulley damage; and main tube damage. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing on the instrument was performed and failed. The yaw pulley showed no signs of arcing. One grip was bent causing side to side misalignment of grips. There was a 0.067 offset at the tips, indicating overloading at the tip. Evidence not conclusive, but damage most likely due to mishandling. There were scratches on the surface of the distal pulley: unknown how the scratches occurred. The distal end of main tube had various scratch marks showing light material removal at the proximal clevis side. The scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si gastrectomy surgical procedure, the thread allegedly came out of the fenestrated bipolar forceps instrument . Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.